Event description:
It was reported that this right ventricular (rv) exhibited high capture thresholds, and intermittent loss of capture leading to heart block. It was also observed that the rv lead impedance was gradually going down. Possible causes were discussed and troubleshooting options were recommended. Subsequently, a revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).